Event description:
It has been reported to philips that the lateral x-ray was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the lateral x-ray not working. The review of system log file cannot confirm the issue. To resolve this issue, the philips field service engineer restarted the system. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.